Manufacturer narrative:
The unit had an intermittent button response due to a corroded keypad. No display ramping on its own anomaly. The unit had a missing end cap sticker, a minor scratched lcd window, a cracked case at the display window corners, cracked battery tube threads, and a broken belt clip slot. (B)(4).

Event description:
The customer called in to report a keypad anomaly and a battery out limit alarm. The customer stated that the device may have been exposed to moisture during exercise. The customer's blood glucose level was 250 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.